Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks due to poor magnet application. Rhythmcare discussed magnet application guidance and that no external defibrillation plates should be used during the use of the magnet. This device remains in service. No adverse patient effects were reported.